Manufacturer narrative:
It is unknown if the device was in use for diagnostic or treatment purposes. Additional information was requested for this event. No further information was received. Only the guidewire and j-straighter from a safesheath ii 7f kit were returned from the customer for analysis. The sheath and dilator were not returned. A visual inspection of the guidewire revealed the weld failed on the proximal end. The coils of the guidewire unraveled approximately 2.5 cm from the distal tip due to failure of the wire weld. The guidewire is a component used with the safesheath introducer. A notification will be sent to the vendor for further investigation. A review of the device history records for the kit lot number found no rejects or anomalies recorded. The sheath and associated components passed all in-process and qa final inspection before shipping to the customer. The instructions for use (IFU) inform the user: at no time should the guide wire be advanced or withdrawn when resistance is met. Determine the cause of resistance before proceeding. Fluoroscopic verification of the guide wire's entrance into the superior vena cava and right atrium is suggested. Hold guide wire in place and remove introducer needle. Do not withdraw the guide wire back into the cannula as this may result in separation of the guide wire. The cannula should be removed first. Insert vessel dilator into sheath until the dilator cap folds over valve housing and secures the dilator onto sheath assembly. Thread the dilator/sheath assembly over the guide wire. Advance the dilator and sheath together with a twisting motion over the guide wire and into the vessel. Fluoroscopic observation may be advisable. Attaching a clamp or hemostat to the proximal end of the guide wire will prevent inadvertently advancing the guide wire entirely into the patient.

Event description:
The customer reported that upon attempting to place the guidewire through the hemostatic valve of the sheath, the coil in the wire broke. There was no report of injury.